Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The incoming eval confirmed the reported symptom of "system error 345" through the history log. The symptom could not be reproduced during the eval. The unit passed the thermistor test ensuring the input/output printed circuit board (pcb) and processor pcb are functioning as expected. The upstream and downstream sensors were both replaced as they are known contributors to the reported symptom.

Event description:
It was reported that a pump displayed system error 345 during an infusion. This reported symptom interrupted therapy for greater than one min, but per customer contact did not cause any pt injury or adverse event.